Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Article review: the authors' discussed the study of implantation of balloon expandable vascular stents and follow up post stent implantation was performed. In one patient with borderline hypoplastic left heart syndrome had a valeo stent completely closed off due to intense initimal proliferation. The patient underwent successful norwood-sans intervention. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015). The valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09 investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported occlusion could not be determined based upon the available information. It is unknown if patient factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. - during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. - the stent cannot be re-positioned after it is fully deployed.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, a patient with borderline hypoplastic left heart syndrome had complete occlusion of the stent due to intense proliferation requiring surgical intervention.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Article review: the authors' discussed the study of implantation of balloon expandable vascular stents and follow up post stent implantation was performed. In one patient with borderline hypoplastic left heart syndrome had a valeo stent completely closed off due to intense initimal proliferation. The patient underwent successful norwood-sans intervention. (B)(6). Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported occlusion could not be determined based upon the available information. It is unknown if patient factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. The stent cannot be re-positioned after it is fully deployed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, a patient with borderline hypoplastic left heart syndrome had complete occlusion of the stent due to intense proliferation requiring surgical intervention.